Manufacturer narrative:
Patient information was unavailable from the site. UDI and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The bulkhead connector was returned to the manufacturer. Visual testing found that the component had broken out side walls and bent leads inside the connector.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the bulkhead was damaged. The final spin for screw placement did not transfer. Site attempted to manually push the image 3 times without success. It was after these issues that the rep noted the damage to the bulkhead and the cable not seated properly. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: initial reporter updated.

Manufacturer narrative:
Additional information: manufacture date was received.